Event description:
Bottom piece is that the trapezoid is loose - oral-b [device connection issue] case narrative: consumer via phone stated that the bottom piece of the trapezoid on the oral-b toothbrush head was loose. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.